Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
At the preparation for use, the subject device did not power on. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) investigated the device. However, the exact cause of the reported event could not be conclusively determined. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc confirmed that the device was used for 6 years, nearly service life. Omsc surmised that the internal power supply deteriorated and the output became unstable due to degradation with age. If additional information becomes available, this report will be supplemented.